Manufacturer narrative:
During pm inspection fse found the console release latch to be missing. He attempted to replace it, but found the shoulder screw to be broken in the locking bracket. Fse had to replace the locking bracket along with the release latch. Unit passed all functional and safety test per factory specifications. The pm was completed and the iabp was then released and cleared for clinical service.

Event description:
N/a.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) , the cs300 intra-aortic balloon pump (iabp) units locking latch was broken. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.